Event description:
This lead was implanted on (B)(6) 2013 and remains implanted until this time. Further investigation of the patient showed that the skin erupted and lead had suspected allergy or erosion. The physician was dr. (B)(6) at (B)(6) in (B)(6), denmark. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).